Event description:
It was reported that a patient underwent a cardiac ablation procedure with two (2) preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. After transeptal puncture was made, the valve of the sheath broke off during washing and started to bleed out. A different sheath was opened and replaced with a new one, and the same problem occurred again. When the third sheath was opened, and the sheath was changed again, the problem disappeared. There were no patient consequences. The valve is detached from sheath. The hemostatic valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient and air did not enter the patient¿s body. The doctor changed the sheath with new one quickly. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 5 cc. The hemostatic valve separation was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Date of event ¿ the exact date of event is unknown, therefore, the date of event shows as ¿01-jan-2022¿ this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # for product code 301803m (preface® guiding sheath with multipurpose curve).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # for product code 301803m (preface® guiding sheath with multipurpose curve).

Manufacturer narrative:
The device evaluation was completed on 30-jul-2022. It was reported that a patient underwent a cardiac ablation procedure with two (2) preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. After transeptal puncture was made, the valve of the sheath broke off during washing and started to bleed out. A different sheath was opened and replaced with a new one, and the same problem occurred again. When the third sheath was opened, and the sheath was changed again, the problem disappeared. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. It was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the brim cap was not attached to the sheath, however, it was not returned for evaluation. With the naked eye, no anomalies were noted on the remaining hub. The complaint reported by the customer as ¿hemostasis valve/hub ¿ separated - during use¿ was confirmed. When the device was received, the brim cap was not attached to the rest of the hub and the brim cap was not returned for evaluation. A manufacturing record evaluation (mre) was performed for lot 18037126, and no internal actions related to the reported complaint condition were identified. Based on the mre, the h 4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2022-01450 for product code 301803m (preface® guiding sheath with multipurpose curve) (B)(4).